Event description:
It was reported to the aci sales professional on (B)(6) 10 that a (B)(6) male patient underwent a coronary intervention earlier that day. Access was obtained at the right groin via a 6f sheath. It was reported that the stick was at the mid-femoral head, the artery was of "good size" and there was minimal pvd in the vicinity of the access site. Heparin was on board during the procedure and the patient's act was 179. It was reported that the cath procedure was successful and following the procedure, mynx was used for femoral artery closure. The device was prepped and deployed per IFU by a radiology tech trained to the use of the mynx. Hemostasis was successfully achieved. While in the holding unit post procedure, the patient relieved his bladder in a urinal bed pan. Afterwards, the patient began to complain of back pain. The back pain increased so the patient was taken for a CT scan. At this time, it was reported that the patient did not have a visible anterior hematoma, however, manual compression was held throughout this process. The CT scan revealed a 10cm x 11cm rph. Manual compression was held and a femostop was applied. The patient's hemoglobin dropped from 13 to 11.6. Following manual compression and femostop placement, the patient was stabilized and his back pain decreased. The physician brought the patient back to the lab and accessed the left groin via a 6f sheath to perform a diagnostic procedure to identify the possible bleeding. After performing several diagnostic digital subtraction angiography (dsa) images, it was determined that the patient did not have any active bleeding and the right groin site looked completely normal with no evidence of dissection or perforation. Perclose was used to close the left groin site following the diagnostic procedure. Femostop was re-applied to the right groin and the patient was to be monitored closely. The patient was transfused 2 units of blood and was hospitalized overnight. The patient was reported to have been discharged to home the following day with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the reported hematoma could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.